Event description:
The manufacturer received information alleging particles in tubing/chamber, particles in device, ear, throat, and nasal infection, headaches, and irritation in the eyes related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer received additional new and relevant information (B)(6) 2022 alleging mold in patient's body, nausea, mold in machine, hard time breathing, mucous build up, nose throbs. There was no report of serious patient harm or injury. Added the appropriate healt effect clinical codes to section h6.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. New and relevant information has been received by the manufacturer on 09/28/2022 alleging nose and ear infections, sore throat, paralyzed vocal cord, lightheadedness, and nasal/throat irritation or soreness. There is no allegation of medical intervention reported.